Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, low sensing was observed. Lead was capped and replaced. Patient condition was good.